Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 28-dec-2023. H.6. Investigation summary: bd japan received twelve (12) samples and thirteen (13) photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A thin piece of plastic was curled underneath the cap and on the stopper. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes has 3 foreign matter in the cap. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes has 3 foreign matter in the cap. There was no report of impact to patient or user.